Manufacturer narrative:
The explanted anchors were discarded by the medical facility and will not be returned for evaluation.

Event description:
The patient was previously explanted due to an mrsa infection at the pocket site. The surgeon decided to do exploratory surgery due to the reoccurrence of infection at the implant site. The surgeon removed infected tissue and two anchors left from the previously explanted system.